Event description:
The customer called to report a blank screen. The customer stated her blood glucose reading was 584 mg/dl and she had to take a 10 unit manual injection to treat. Troubleshooting was performed and the screen remained blank. Advised the customer that the insulin pump would be replaced.

Manufacturer narrative:
The insulin pump had a blank display due to battery tube connector not plugged in properly.